Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump had fallen apart when she dropped it exposing the underlying electronics, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported a breach in the transformer housing. She did not report of any fire, spark or injury. The product involved in the complaint was not returned for evaluation / investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Complaints against breached housing pnsa 9v transformer prior to rev l and 12v transformer is being assessed in (B)(4).